Event description:
On (B)(6) 2013, the reporter contacted animas stating that the pump emitted frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: a review of the pump¿s history showed multiple call service alarms on 12/05/2013. The pump powered on normally during testing; however, a call service alarm was emitted upon the first rewind attempt. An internal component failure was found; the component was replaced and the pump was able to power on normally and be primed and exercised. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).